Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced chronic pelvic and vaginal pain, severe urinary problems, bowel problems, urinary and vaginal infections, neuromuscular problems, pain during intercourse, vaginal scarring, mesh erosion, and need for additional surgeries, physical pain and discomfort, pain during intercourse, mesh erosion, infections, pain, anxiety and depression. It was reported that patient underwent mesh revision on (B)(6) 2008 and (B)(6) 2012. No additional information was provided a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.